Event description:
It was reported that the pt complains of slight pain. Pt saw surgeon today and his blood results showed high levels of cobalt and chromium and surgeon will follow up in 6 months. Surgeon stated that pt will not require a revision at this time. Update: it was reported that the pt was revised.

Manufacturer narrative:
Eval summary: device eval and results - inspection of the reported devices could not be performed as no items were returned. Device history review - review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review - the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions - the event was confirmed. Voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.